Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n449420, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was able to achieve coupling with their recharger. The manufacturer representative did not do an additional impedance check but the stimulation was working properly with no issues. They were not using any of the effected issues. The representative was unable to determine what the cause of the over-impedance was. The patient was receiving about 25% pain relief from their stimulation. The manufacturer representative added additional groups and added pulse width and rate for the patient to adjust. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported that the battery was charged for 30 minutes post-operative until the patient complained of too much pain at the battery site but they were able to check impedances. It was noted that electrodes 9, 10, and 15 were ¿over-impedance¿ and that all other electrodes were within normal limits. It was further reported that the patient had a follow up visit on the day following the report but at the time, the patient¿s battery would still be discharged so they would need to address reprogramming and impedances at the patient¿s next appointment. It was further reported that the patient saw the health care professional earlier than scheduled. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.